Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her left eye (os). The patient reported has sometimes been experiencing halos. The icl was implanted on (B)(6)2009 and remains implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - on the 60-month patient post-treatment follow up form for icl, the patient wrote that she "sometimes experienced halos". No secondary surgically or medically interventions were performed or scheduled. Lens remains implanted. According to the dcr , dated on (B)(6) 2014, the reported symptoms were not present at the last follow-up in 2009 and the va was 20/20 at that time. Despite multiple attempts no new information was obtained. It should be noted that subjective visual disturbances ("halos") have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". The reassessment will be performed when (if) additional information is obtained from the current doctor. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes:method - (other): work order searchresults - (other): a lens work order search was performed and one similar complaint was found within the work order. Conclusions -(no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4). Lens implanted.